Manufacturer narrative:
According to the facility on (B)(6), the item broke during the surgery while it's being applied to the ski (scalp). Nothing changed in how it was used before. This occurred after surgical incision while it's being applied and hooked onto to the scalp. The item broke in two pieces, so the surgeon did a methodical sweep and an x-ray was taken. Radiation exposure (x-ray) was needed to ensure that all broken pieces were retrieved. There were interruptions during the procedure that hindered the complete exposure of the surgical incision, resulting in some frustrations among the team but the procedure was completed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6), the item broke during the surgery while it's being applied to the ski (scalp).